Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the single board computer (sbc). The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported malfunction. Upon troubleshooting, fse identified there was a beeping noise from the single computer board (scb). The philips engineer replaced scb and system rebooted. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.